Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00588001301 - femoral component - 63981562, 00588000202 - tibial component - 64299827, 00598801813 - femoral extension - 64315971, 00599003323 - femoral augment block - 61718410, 00599003323 - femoral augment block - 64285441, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 823dac0510, unknown - biomet cement r 40g - 825cac0511. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00161, 0001822565-2020-00162.

Event description:
It was reported that following a two stage revision surgery, the patient underwent manipulation under anesthesia due to stiffness and decreased flexion. No additional revision surgery has been noted to date.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies relevant to the reported event were found. Revision op notes demonstrated that the patient had antibiotic spacer removed and nexgen tibial, augments, and rhk femoral and articular surface implanted. Office visit notes demonstrated that the patient underwent a manipulation under anesthesia due to stiffness and decreased flexion approximately one month after revision surgery. A pmi poly has since been requested to correct alignment issues within the joint. No revision surgery has been confirmed to date. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.